Event description:
Tubing was reported to leak a chemotherapy medication (5fu) around the blue auto clamp portion of the tubing/cartridge. The situation resulted in solution leaking onto the device but the facility reported that no patient contact occurred.